Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (unknown value) with ketones. Customer changed infusion site and went to the emergency room. Customer was treated. Specific treatment was not reported. Customer is back at work and using manual insulin injections to manage diabetes. Customer reported that bg level was under control with no ketones.